Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected low reservoir alarm noted during testing. All operating currents are within specification. No unexpected weak battery alarms. Device had minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then he received a weak battery alert. He changed the battery and received a low reservoir alarm which could not be cleared with as the act button was not responding. Blood glucose value was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
(B)(4).